Event description:
It was reported that during a percutaneous coronary intervention procedure there was an unintended increase of atm's. The encore inflation device was being used and pressure was between 2 and 3 atmospheres when it suddenly increased to 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect. No visual defects where noted with the unit or unit components. The unit was functionally examined. No air bubbles were emitted from the device. There was no slippage of the needle. There were no self releasing issues. There was no bubble leakage. No issues were noted during the functional testing of the complaint device that would confirm the event description. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).